Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that on (B)(6) 2024, an alert went off and the patient's symptoms appeared. The service code 87 regarding the pump in safe mode and service code 528 regarding pump motor stall recovery were displayed. The patient had not had magnetic resonance imaging, but the physician checked the pump and the dose rate had become a minimum rate. They were questioning the cause of the service codes 87 and 528. The physician reprogrammed the pump and the code was resolved. The physician was questioning if it would be safe to continue using the pump. Additional information was received from a company representative (rep). The pump serial number was provided.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# serial# (B)(6) ,product type catheter. H1 correction: the previous report was not updated from being a previous reportable malfunction to a reportable serious injury regarding additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The patient¿s previous pump (serial number unknown) was replaced with the pump with serial number (B)(6) on (B)(6) 2018 regarding normal replacement due to the life of the pump. On (B)(6) 2024, spasticity and alarm activation occurred regarding the pump having reset to a minimum rate. Set up as usual and improved the patient's condition. Regarding the current pump, it was unknown if the pump logs indicated a reset occurred. The cause of the alarm / pump having set to the minimum rate was unknown. The pump with serial number (B)(6) was replaced on (B)(6) 2024. The pump was to be returned to the manufacturer for analysis.

Manufacturer narrative:
Continuation of d10: product ID 8711, serial# (B)(6), product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon of an unknown concentration at an unknown dose rate via implanted infusion pump indicated for spastic paralysis due to spinal cord injury. It was reported that the patient suddenly heard a pump alarm and reported that their spasticity had intensified. The patient was urgently admitted to the hospital. When the pump status was checked, it was found that the pump dose rate had been automatically set to the minimum rate. As a result, the drug volume was entered again and the treatment was resumed. This time the patient's condition improved by using the same settings as before. It was indicated that the cause of this kind of event occurrence was the pump. The patient was not in a strong magnetic field such as an MRI (magnetic resonance imaging), so they would like to re-examine the pdf of the pump status at the time of this event. An investigation of the cause of why this kind of event occurred was requested. The causal relationship of the spasticity due to change of the dose rate to a minimum rate was unrelated to drug, catheter, progra mming, and procedure. The outcome of the adverse event was recovered; date of outcome was not provided. The patient was receiving pump treatment for 6 years.

Manufacturer narrative:
H6 update: the annex d code was updated from previously being d16 to d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign distributor (for, dis) and health care provider (hcp) regarding a patient with an implantable pump. It was reported that an adverse event was already reported on (B)(6) 2024. On (B)(6) 2024, an alarm suddenly went off for the patient who underwent the operation. Upon investigation, it was found that the setting had changed to the minimum rate. The patient's condition improved by resetting to the previous settings up until now. It was requested to investigate why the pump changed to the minimum rate after the pump replacement operation. It was reported that the pump was successfully replaced. The pump's condition appeared normal and could be read as usual.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis identified prescription table corruption during the pump memory log analysis and the cause was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.